Event description:
It has been reported to philips that the system was not booting up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed starting of host pc. Fse found the actual cause was found to be the power supply for the hard drives was intermittent and did not come up upon system boot. Upon troubleshooting fse turned the pc on manually, which resolved the issue temporarily. The same issue reoccurred after few days to resolve the issue fse replaced the host pc and the hard drive, new software was downloaded. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.